Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause of the iipv event was determined to be due to an insufficient drain from one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 19:22:43. During night drain cycle 13, the patient's ultrafiltration reading was 57ml, indicating the patient drained 57ml more than their maximum programmed fill volume of 80ml. No additional information is available.